Event description:
Related manufacturer report number 2017865-2022-15417. It was reported that loss of capture and oversensing were noted on the right ventricular (rv) lead. No lead damage was visually observed on the rv lead, however, the physician suspected insulation damage. The rv lead was capped and replaced to resolve the event. During the lead revision procedure, the set screw of the device was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the oversensing was due to noise on the right ventricular (rv) lead. Additionally, the patient experienced syncope due to the loss of capture on the rv lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was not returned for analysis; however, session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device. The cause of the reported event remains unknown.